Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2, they were able to finally get through the rest of the harvest, but that the performance was less than optimal. This second device was opened because of the first issue with the kit. Generator was at 2.5 and tool was inserted correctly. No vein issues and no patient issues. Delay altogether about 8-10 minutes. Unknown if pre-cautery test was performed. The beeping sound was heard but was intermittent.